Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.13 failed to close. A field service engineer (fse) removed the 1.18 mini controller along with mini drawers 1.12 and 1.14 to manually release it. After reassembling the mini drawer assembly, an acceptance test was completed. The fse then noted that main drawer 1.14 pocket 1 had failed to open. The fse identified that propofol residue and cleaned it from the bottom of the mini drawer tray in 1.14, which had been preventing the mini drawer from releasing. The right fascia plate was adjusted outward to prevent further obstruction. The fse verified that there were no internal electrical components damaged due to liquid. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main drawer 1.13 failed to close. The customer rebooted the device and attempted recovery, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.